Event description:
Customer reported no video is displayed on left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found that the power cord for the dicom box had come unplugged, which is what the video signal for left monitor flow through. Re-inserted power cord. System operates as intended.